Manufacturer narrative:
Concomitant medical products: dtmb1qq ICD; 6935m55 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had low lead impedance measurements. The impedance has increased to stable measurements that are within normal range. The lead remains in use. No patient complications have been reported as a result of this event.